Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal device change out for eri, lead noise causing ventricular oversensing was observed. Two instances of rv oversensing caused by lead noise were observed shortly after connecting the lead to the new device. Physician disconnected, reinserted, and manipulated the lead with no additional oversensing observed. No lead anomalies were observed on fluoro prior the procedure. Lead remains implanted. Patient will be monitored remotely.